Manufacturer narrative:
The investigational analysis completed 6/25/2019. The device was inspected, and reddish material was observed inside the pebax. No internal parts exposed. Electrical testing was performed and the catheter failed. No electrical readings were observed on electrode # 5. Failure analysis was performed. The catheter was dissected on the tip area and the electrical wire was found broken causing the improper electrical signal. The catheter was then tested on the generator and the temperature and impedance values were observed within specifications. The magnetic sensor functionality was tested on carto and the catheter failed. Error 105 and 106 were observed. However, errors 401 and 402 were not observed. A failure analysis was performed, and the catheter was dissected on the tip area. Loss of electrical continuity at the sensor was found. It was determined that the root cause was an internal failure of the sensor. Scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage and a hole on the pebax surface. Object that caused the damage is unknown. No other anomalies were observed. A manufacturing record evaluation was performed, and no internal actions were identified. The customer complaint was confirmed. Improvements have been implemented to reduce magnetic and force sensor internal issues. This issue was highly detectable by the physician. The root cause of the electrical wire breakage and the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the manipulation of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf uni-directional navigation (stsf) catheter and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole on the pebax surface. Initially, it was reported that the (stsf) displayed high (1 to 13 million) metal values, magnetic sensor errors 401 & 402, lost temperature, and electrical lost electrogram error. Thereafter, current leakage device disruption error displayed on the carto 3 system. The cable was replaced without resolution. Stsf catheter replacement resolved the issue. The case continued and no adverse patient consequences were reported. The observed errors for high metal values, magnetic sensor errors 401 & 402, lost temperature, electrical errors, and current leakage device disruption have been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The bwi pal received the device for evaluation on 5/15/2019. Upon initial inspection, reddish material was observed in the pebax sleeve. A secondary visual inspection confirmed the reddish material in the pebax sleeve. The observed reddish material in the pebax sleeve has been assessed as not MDR reportable, as no internal parts were exposed. Further testing was prompted, and on 6/21/2019, scanning electron microscope analysis was performed on the pebax area. The results showed evidence of mechanical damage, and a hole on the pebax surface. The observed hole has been assessed as MDR reportable as device integrity was compromised. The awareness date was reset to 6/21/2019.